Manufacturer narrative:
Device was not returned; followed up with company representative.

Event description:
It was reported that a physician performed a kyphoplasty procedure in a patient; the cement was injected in a doughy state. A cement extravasation into the superior disc space was observed. Reportedly, the extravasation was asymptomatic. The procedure was completed successfully and no other issues were observed. Patient's current status is reported as 'unk'. No additional information was reported.